Event description:
Complainant alleged that while attempting to treat an 87-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2024-02927 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to defective multifunction cable receptacle. The multifunction cable receptacle was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of similar reports has not identified an increase in trend.